Manufacturer narrative:
The mobile power unit (mpu) was not returned for analysis and remains in use. The reported event, of the patient's system controller capturing no external power events, was confirmed when the submitted system controller log file was evaluated. The system controller operated on backup battery power for at most 7 minutes and 4 seconds on a second occasion; the lvad continued to operate as intended during these losses of external power periods. The system controller log file indicates that the system controller was operating on mpu power prior to the loss of external power. The patient¿s power cable lead rsoc values and cable voltages confirm the mpu disconnection issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s date of birth as not provided. Age was estimated using age at implant. Unique identifier (UDI) # (device identifier): (B)(4). The patient¿s implanting center is (B)(6) medical center. For the event the patient reported to (B)(6) for the event. (B)(6) reported the event to the manufacturer. Approximate age of device ¿ 1 year and 4 months (calculated from the date when the mobile power unit was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lvad system had multiple external power loss alarms. No clinical symptoms were reported. Per technical services review of the submitted log file, the no external power alarm could have been the result of the mobile power unit (mpu) ac power cord coming loose. The remainder of the log file appeared normal. The patient was at the reporting center for approximately 12 hours and multiple external power loss alarms were noted. The lvad clinician reported assuming that the mpu ac power cord was the cause of the events. The lvad system was placed on the power module in the hospital. Per the clinician no troubleshooting was required. No equipment was exchanged.